Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) and sterile lot records review could not be conducted for the disposable device as a lot number was not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. If additional relevant info is received, a supplemental medwatch will be filed. According to the instructions for use (IFU) under other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis.

Event description:
User facility reported following "a successful" novasure endometrial ablation in 2009, the pt returned to the physician's office with abdominal pain. During follow-up for ten days the following month, the physician reported the pt returned to his office within 24 hours, on the day after the original date, with a temperature of 101 degrees fahrenheit, uterine tenderness, and an elevated white blood cell (cbc) count (level unk). The pt was given oral antibiotics; cipro (ciprofloxacin) and flagyl (metronidazole). The physician reported the pt returned home, improved quickly, and is currently" doing well". A hysteroscopy, dilatation and curettage (d&c), and sounding with a metal sound (not a hologic device) were done prior to the ablation and a hysteroscopy was done following the ablation.